Manufacturer narrative:
Approximate age of device ¿ 1 day. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit a decision was made to exchange the patient¿s primary system controller. During the exchange, the driveline was disconnected from the primary system controller without any issues. The driveline was then aligned and inserted into the new system controller; however, the driveline could not be fully inserted and it could not be pulled out. Another health professional attempted to remove the driveline from the new system controller and was unable to dislodge the driveline. The physician was then able to successfully remove the driveline, and the patient was connected to a different system controller without incident. The patient was asymptomatic during the event.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported event of difficulty with fully inserting and removing the driveline from the system controller could not be conclusively confirmed or reproduced during the investigation. During the investigation the system controller was connected and then disconnected from multiple heartmate ii test pumps. This was done multiple times without any issues being noted. The system controller passed functional testing per procedure. The system controller was able to support a test heartmate ii pump for an extended period of time without any issues, and functioned as expected. Reports of difficulty in completing the driveline connection during ¿pocket¿ system controller exchanges are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-3/6/14-001-c) dated march 4, 2014, was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.